Event description:
Reference MDR #1219856-2013-00036 for the first event involving the same patient. Ti was reported via a call from the respiratory therapy department clinician to the clinical support specialist (css) at 1307 cst when they had to send two pumps to biomed. The clinician called after the intra-aortic balloon (iab) had been removed from the femoral successfully. The patient was receiving intra-aortic balloon pump (iabp) therapy without issue since (B)(6) 213 when the patient had been transferred into the hospital. The second pump (s/n (B)(4)) in use alarmed within 20 minutes. The same error message occurred on the second pump, system error 6 ( front end failure). The physician decided, as they had already started weaning, that the patient did not need the iab any longer and with the patient being stable would remove the iab. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the patient. The patient outcome was the patient was stable after iab removal. Additional information received on (B)(6) 2013 stated the clinical support specialist who has been working with the hospital regarding the system error alarms has convinced them to stop slaving. There were under the impression that information from the pump was transmitting to their monitors. The clinical support specialist explained to them that the slave is only sending information to the pump. They are going to move forward now with only direct connection except in the operating room. The pump has been looked at by our field service representative. An update was received on (B)(6) 2013 which reported, per the clinical support specialist, the pump was checked out. The error could not be reproduced. This seems to be an issue with communication from the bedside monitor and iabp. The pump is back in service. The iab was removed after approximately a 5 to 6 minute delay or interruption in therapy with ho harm to the patient. The iab and sheath were removed together as one unite successfully.

Manufacturer narrative:
(B)(4).